Event description:
Healthcare professional (hcp) reports several clotted dialyzers noted 30 minutes to 1 hour into pt treatment using the ct190g dialyzer over the last 3 months. A new dialyzer was used to continue the pt treatments without incident. The dialyzers are primed with 700cc normal saline with 1000 u/heparin per liter and then recirculation is performed for 30 minutes. The pt is systematically heparinized through the venous access prior to initiation of treatment. No air is noted in the dialyzer or blood lines prior to onset of pt treatment. Estimated blood loss of 250cc reported. The customer reports no pt injury or need for medical intervention.